Event description:
Patient claim states she is experiencing pain, elevated ion levels, skin is itchy, hard to walk up and down stairs and can't bare much weight . She also states that there are audible noises, like popping and grinding. Update 10/30/2013 - the doi has been identified as 6/2008. This complaint was updated on 11/14/2013. Update- the correct side has been identified as the left hip. See comments. (Records have been attached) update rec'd 1/21/2014- medical records received. Part/lot was provided. The unknown hip is now being changed to the liner. The head is also being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/14/2014. Update rec'd 2/17/2014- medical records received and show a revision was done for the right hip on 11/21/2013. After review of the revision operative note there was no infection or metallic staining noted. The stem and cup were also noted to be solid. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/10/2014. Update rec'd 11/7/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. The liner and head are being reported to address the elevated ion levels, as well as adding the stem.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/22/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative date of (B)(6) 2013 previously provided was actually a revision for the right hip ((B)(4)). At this time the left hip hasn't been provided. Lab results provided indicated high metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/20/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear.